Event description:
Pump was returned with report of failure code 810:04. It is not known if this pump was in use on a pt at the time it went into this failure code. Although attempts were made to obtain additional details regarding the medication involved, specific pt info, pump programming info, medical intervention, tubing involved, product code or lot number, no additional details were available. There was no adverse outcome associated with this report and the hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event.